Event description:
A report was received that the patients ipg was exposed as the incision had opened. No device malfunction was suspected. The patients ipg was cleaned and reinserted to close the pocket properly. Upon follow-up, the physician noted that the patients incision was healing.